Event description:
It was reported that the patient was admitted on (B)(6) 2023 for major bleeding in the upper gastrointestinal (gi) tract. Between four and eight units of red cell concentrate per 24 hours were transfused. Medication was given. The patient had a documented history of gastric telangiectasia that could potentiate a bleeding episode. An upper gastrointestinal endoscopy was performed. The patient was discharged on (B)(6) 2023. The patient returned (B)(6) 2023 with lower gastrointestinal bleeding. Between four and eight units of red cell concentrate per 24 hours were transfused. On repeat endoscopy leaking blood vessel(s) was/were observed in the small intestine. Ablation and clipping of the leaking blood vessel(s) was done under endoscopy. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.